Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal distension ("abdominal swelling"), adnexa uteri pain ("pain in ovarian fossa"), suprapubic pain ("suprapubic pain that did not diminish with analgesics"), menorrhagia ("long cycles and bleeding for more than 7 days / heavy and prolonged bleeding"), metrorrhagia ("intermenstrual bleeding"), menstruation irregular ("menstrual irregularity"), discomfort ("discomfort") and numbness of lower extremities ("numbness in lower limbs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), amenorrhoea ("amenorrhea"), muscular weakness ("weakness in lower limbs") and numbness in leg ("numbness in leg"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics and surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension, adnexa uteri pain, suprapubic pain, menorrhagia, metrorrhagia, amenorrhoea, menstruation irregular, discomfort, numbness of lower extremities, muscular weakness and numbness in leg outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amenorrhoea, discomfort, menorrhagia, menstruation irregular, metrorrhagia, muscular weakness, numbness of lower extremities, suprapubic pain and numbness in leg to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: radiological test essure norm opposition. Most recent follow-up information incorporated above includes: on 11-nov-2019: patient's age provided, events added (numbness in leg). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal distension ("abdominal swelling"), adnexa uteri pain ("pain in ovarian fossa"), suprapubic pain ("suprapubic pain that did not diminish with analgesics"), heavy menstrual bleeding ("long cycles and bleeding for more than 7 days / heavy and prolonged bleeding"), intermenstrual bleeding ("intermenstrual bleeding"), menstruation irregular ("menstrual irregularity"), discomfort ("discomfort") and numbness of lower extremities ("numbness in lower limbs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), amenorrhoea ("amenorrhea"), muscular weakness ("weakness in lower limbs") and numbness in leg ("numbness in leg"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics and surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension, adnexa uteri pain, suprapubic pain, heavy menstrual bleeding, intermenstrual bleeding, amenorrhoea, menstruation irregular, discomfort, numbness of lower extremities, muscular weakness and numbness in leg outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amenorrhoea, discomfort, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, muscular weakness, numbness of lower extremities, suprapubic pain and numbness in leg to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: radiological test essure norm opposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: a new reporter type (lawyer) was added and the imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal distension ("abdominal swelling"), adnexa uteri pain ("pain in ovarian fossa"), suprapubic pain ("suprapubic pain that did not diminish with analgesics"), heavy menstrual bleeding ("long cycles and bleeding for more than 7 days / heavy and prolonged bleeding"), intermenstrual bleeding ("intermenstrual bleeding"), menstruation irregular ("menstrual irregularity"), discomfort ("discomfort") and numbness of lower extremities ("numbness in lower limbs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), amenorrhoea ("amenorrhea"), muscular weakness ("weakness in lower limbs") and numbness in leg ("numbness in leg"). The patient was hospitalized from (B)(6) 2018. The patient was treated with analgesics and surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension, adnexa uteri pain, suprapubic pain, heavy menstrual bleeding, intermenstrual bleeding, amenorrhoea, menstruation irregular, discomfort, numbness of lower extremities, muscular weakness and numbness in leg outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amenorrhoea, discomfort, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, muscular weakness, numbness of lower extremities, suprapubic pain and numbness in leg to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: radiological test essure norm opposition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilisation and permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (3 pregnancies), parity 2 and abortion. Concurrent conditions included trigeminal neuralgia since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal distension ("abdominal swelling"), adnexa uteri pain ("pain in ovarian fossa"), suprapubic pain ("suprapubic pain that did not diminish with analgesics"), heavy menstrual bleeding ("long cycles and bleeding for more than 7 days / heavy and prolonged bleeding"), intermenstrual bleeding ("intermenstrual bleeding"), menstruation irregular ("menstrual irregularity"), discomfort ("discomfort") and numbness of lower extremities ("numbness in lower limbs"). On (B)(6) 2018, the patient experienced vomiting ("vomiting") and nausea ("nausea"), 4 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced bowel movement irregularity ("bowel movement"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), amenorrhoea ("amenorrhea"), muscular weakness ("weakness in lower limbs"), numbness in leg ("numbness in leg"), breast discomfort ("breast tension"), paraesthesia ("paresthesias") and coital bleeding ("post coital bleeding") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics and surgery (essure removal, laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension, adnexa uteri pain, suprapubic pain, heavy menstrual bleeding, intermenstrual bleeding, amenorrhoea, menstruation irregular, discomfort, numbness of lower extremities, muscular weakness, numbness in leg, weight increased, breast discomfort, vomiting, nausea, bowel movement irregularity, paraesthesia and coital bleeding outcome was unknown. The reporter provided no causality assessment for bowel movement irregularity, breast discomfort, coital bleeding, nausea, paraesthesia, vomiting and weight increased with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amenorrhoea, discomfort, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, muscular weakness, numbness of lower extremities, suprapubic pain and numbness in leg to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose (73 - 100 mg/dl) - on (B)(6) 2018: 126 mg/dl; on (B)(6) 2018: 11 mg/dl. Eosinophil count (1 - 7 %) - on (B)(6) 2018: 0.5 %. Haemoglobin (3.8 - 4.8 million per microlitre) - on (B)(6) 2018: 4.92 million per microlitre; on (B)(6) 2018: 5.11 million per microlitre. Imaging procedure - on (B)(6) 2014: radiological test essure norm opposition. Lymphocyte count (20 - 44 %) - on (B)(6) 2018: 13.9 %. Neutrophil count (40 - 75 %) - on (B)(6) 2018: 79.3 %. Pathology test - on (B)(6) 2018: diagnosis right salpingectomy: fallopian tube with minimal focal chronic inflammation without other relevant alterations. Left salpingectomy: fallopian tube without relevant alterations. Clinical data essures. Bilateral salpingectomy. Macroscopic description 1. Right tube: salpingectomy piece that is integral and measures 4.9 x 0.9 cm, with normal macroscopic characteristics. In the same container, two pieces of metallic material are received, one of them elongated measuring 17 cm in length with a thickness of less than 0.1 cm. The other metal piece measures 3.5 cm and is spring-shaped. 2. Left tube: salpingectomy piece that is integral and that presents maximum dimensions of 6 x 0.6 cm, without observing relevant macroscopic alterations. In the same container, three metallic pieces are received, one of them elongated measuring 10.5 cm in length with a thickness less than 0.1 cm. Two spring-shaped metallic structures measuring 2.5 and 1.8 cm, total inclusion of the fallopian tube is performed.. X-ray of pelvis and hip - on (B)(6) 2018: prefers observation if it is found that the devices have not been completely removed. An intraoperative abdominal x-ray was performed, reported as ¿essures are not visualized in the right hemipelvis; on (B)(6) 2019: radiopaque images in the pelvis were not described, and she was discharged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: imdrf-FDA synchronization; patient date of birth added;adverse event "abdominal pain" updated to "chronic abdominal pain" adverse events "weight gain"; "breast tension"; "vomiting"; "nausea"; "bowel movement"; "paresthesias"; "post coital bleeding" added to the case; patient history and lab data updated; based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("chronic abdominal pain") in a 36 year-old female patient who had essure inserted for female sterilisation and permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of myasthenic syndrome (which was finally ruled out and labelled as a probable psychosomatic aetiology . The last consultation for said pathology is dated (B)(6) 2015) in 2009, menarche (at 11 years-old) in 1991 and abortion, parity 2 and multi gravida (3 pregnancies). Denies drug allergies. Previously administered products included: iud nos. As concurrent condition the report mentioned trigeminal neuralgia since 2014. Concomitant products included dexketoprofen since (B)(6) 2018, tramadol for abdominal pain since (B)(6) 2018 with a previous dosage regimen since (B)(6) 2018, nolotil [metamizole magnesium] for abdominal pain since (B)(6) 2018 with 2 previous dosage regimens between and (B)(6) 2018, enantyum (dexketoprofen trometamol) for abdominal pain and abdominal pain since (B)(6) 2018 with 3 previous dosage regimens between and (B)(6) 2018, dolantine (pethidine hydrochloride) for abdominal pain since (B)(6) 2018, primperan (metoclopramide hydrochloride) for abdominal pain and abdominal pain since (B)(6) 2018 with 2 previous dosage regimens between and (B)(6) 2018, analgesics for abdominal pain from (B)(6) 2018 to (B)(6) 2018, metamizol [metamizole] for abdominal pain since (B)(6) 2018, buscapina [hyoscine butylbromide] for abdominal pain since (B)(6) 2018, fortecortin [dexamethasone] for abdominal pain since (B)(6) 2018, omeprazole for abdominal pain since (B)(6) 2018, utrogestan (progesterone) for amenorrhoea since (B)(6) 2017, paracetamol for abdominal pain and espidifen (ibuprofen arginine) for abdominal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 742 days after essure insertion, she experienced overweight ("overweight"). In 2016 she experienced abdominal distension ("abdominal swelling"), adnexa uteri pain ("pain in ovarian fossa"), suprapubic pain ("suprapubic pain that did not diminish with analgesics / suprapubic discomfort"), heavy menstrual bleeding ("long cycles and bleeding for more than 7 days / heavy and prolonged bleeding"), intermenstrual bleeding ("intermenstrual bleeding"), menstruation irregular ("menstrual irregularity over the last months"), discomfort ("discomfort") and a first episode of hypoaesthesia ("numbness in lower limbs"). On (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required). In (B)(6) 2018 she experienced premenstrual syndrome ("premenstrual syndrome"). On (B)(6) 2018 she experienced vomiting ("vomiting"), nausea ("nausea"), pelvic pain ("pelvic pain") and abdominal pain lower ("abdominal pain above the pubis and in both iliac fossae"). On (B)(6) 2018 she experienced bowel movement irregularity ("bowel movement"). Essure was removed on (B)(6) 2018. An unknown time later she experienced muscular weakness ("weakness in lower limbs"), a second episode of hypoaesthesia ("numbness in legs"), breast discomfort ("breast tension"), paraesthesia ("paresthesias"), coital bleeding ("post coital bleeding"), breast tenderness ("breast tenderness") and genital haemorrhage ("irregular and abundant bleeding") and was found to have weight increased ("weight gain"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics as well as surgery (essure removal, laparoscopy and bilateral salpingectomy on (B)(6) 2018). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amenorrhoea, breast tenderness, discomfort, genital haemorrhage, heavy menstrual bleeding, the first episode of hypoaesthesia, the second episode of hypoaesthesia, intermenstrual bleeding, menstruation irregular, muscular weakness, overweight, pelvic pain, premenstrual syndrome and suprapubic pain to be related to essure administration. No causality assessment was received for essure with regard to weight increased, breast discomfort, vomiting, nausea, bowel movement irregularity, paraesthesia or coital bleeding. The reporter commented: essure inserted on (B)(6) 2014. Surgical protocol without incidentes. On (B)(6) 2018 withdrawal of intravenous analgesia. On (B)(6) 2019 the patient is under follow-up by a multidisciplinary team where she is being followed up periodically and treated with hypnotherapy, with a plan of periodic sessions, with a good response for the time being. On (B)(6) 2018, she is assessed in the pre-surgical consultation where the patient opts for observation in the case the complete extraction of the right hemipelvis essure devices is verified in the operating room. The left hemipelvis cannot be assessed, so it is recommended the study be repeated: once again, she came in to the post-hospitalisation consultation on (B)(6) 2019 where a new abdominal x-ray was requested and on (B)(6) 2019 she came in to check the results of the x-ray: there is no description of any radio-opaque images in the pelvis and she is discharged. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose ( 73- 100 mg/dl)] on (B)(6) 2018: 126 mg/dl; on (B)(6) 2018: 11 mg/dl [blood pressure measurement] on (B)(6) 2018: 131/91 [blood test] on (B)(6) 2016: normal results; on (B)(6) 2018: normal haemogram, biochemistry, and coagulation [body temperature] on (B)(6) 2018: 36.6 [eosinophil count ( 1- 7 %)] on (B)(6) 2018: 0.5 % [gynaecological examination] on (B)(6) 2018: abdomen: soft and depressible, pain upon palpation in both iliac fossae as well as on the suprapublic region, which radiates to the back. Positive bilateral costovertebralangle tenderness. Normal external genitalia. Speculoscopy: cervix epithelium is well-formed, leukorrhoea of normal appearance. Vaginal examination: posterior cervix, long, uneffaced, pain on palpation of the posterior vaginal wall. No pain upon cervical motion. Difficult examination due to voluntary contraction of the pelvic muscles. Transvaginal ultrasound: anteverted uterus, with a 12-mm endometrial cavity length with a proliferative appearance, a 37x 22 mm right ovary with fluid inside. Left ovary is normal. No adnexal masses. No free fluid [haemoglobin ( 3.8- 4.8 million per microlitre)] on (B)(6) 2018: 4.92 million per microlitre; on (B)(6) 2018: 5.11 million per microlitre [heart rate] on (B)(6) 2018: 125 beats/min [imaging procedure] on (B)(6) 2014: radiological test essure norm opposition [lymphocyte count ( 20- 44 %)] on (B)(6) 2018: 13.9 % [neutrophil count ( 40- 75 %)] on (B)(6) 2018: 79.3 % [oxygen saturation] on (B)(6) 2018: 99 % [pathology test] on (B)(6) 2018: diagnosis right salpingectomy: fallopian tube with minimal focal chronic inflammation without other relevant alterations. Left salpingectomy: fallopian tube without relevant alterations. Clinical data essures. Bilateral salpingectomy. Macroscopic description 1. Right tube: salpingectomy piece that is integral and measures 4.9 x 0.9 cm, with normal macroscopic characteristics. In the same container, two pieces of metallic material are received, one of them elongated measuring 17 cm in length with a thickness of less than 0.1 cm. The other metal piece measures 3.5 cm and is spring-shaped. 2. Left tube: salpingectomy piece that is integral and that presents maximum dimensions of 6 x 0.6 cm, without observing relevant macroscopic alterations. In the same container, three metallic pieces are received, one of them elongated measuring 10.5 cm in length with a thickness less than 0.1 cm. Two spring-shaped metallic structures measuring 2.5 and 1.8 cm, total inclusion of the fallopian tube is performed. [Pregnancy test] on (B)(6) 2018: negative [smear test] on (B)(6) 2016: without incidents [specialist consultation] on (B)(6) 2018: she reporting suprapubic discomfort, weight gain, breast tension, irregular and abundant bleeding, symptomsthat worsen before menstruation. She was referred for a consultation assessment by gynaecology specialists; on (B)(6) 2018: abdominal pain for two years, more intense since saturday. Analgesia at home with buscapina and nolotil, which usually provide relief, except when vomiting. Today she experienced nausea and an episode of vomiting in the morning. No changes in her bowel habits. No micturition syndrome. In emergency care, analgesia was administered without pain relief (intravenous nolotil, 1 ampoule dolantina + 1/2 ampoule intravenous enantyum, intravenous primperan; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Good general condition, normal vital signs, soft abdomen. Controlled pain with analgesia. Withdrawal of intravenous analgesia and prescription of enantyum every 4 hours, alternating with nolotil every 4 hours; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal. Pain has worsened since switching to oral analgesia, she has not requested intravenous quick relief analgesia (she has a prescription for oral analgesia and intravenous quick relief medicinal product). Tender abdomen, tenderness on deep palpation, no signs of peritoneal irritability; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal. Patient reports feeling contraction-like suprapubic pain that radiates to both renal fossae. Pain does not improve with oral treatment. She took nolotil at 11.00 p.m. Yesterday and ibuprofen at 6.00 a.m. She reports taking another pill plus the quick relief pill. Pain improved upon intravenous treatment on admission (dexketoprofen and tramadol). At home, the patient took 2 nolotil pills and 1 buscapina every 8 hours alternating with espidifen every 8 hours. Examination: soft, depressible abdomen, painful on deep palpation. Negative for blumberg's sign. Plan: I prescribe intravenous dexketroprofen and paracetamol again; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient carrying essure. Vital signs are normal she is receiving intravenous analgesia and reports that she is fine: with chronic pain but the one she usually has, the acute pain has subsided. Phisicinan propose to stop the intravenous analgesia until tomorrow. Phisicinan explain to her the possibility of surgery with intraoperative abdominal x-ray and, depending on whether there is a fragment of essure left, there are two possibilities: observation or hysterectomy during that very surgery. She will consider it; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal she is receiving intravenous analgesia and reports that she is fine at night, during the day she needs it every 4 hours. She reports feeling the most pain during walking. She wishes to continue with intravenous analgesia. Physician explain to her that she must switch to oral medicinal product in order to be discharged. She wishes to stay until monday to try to set a date for surgery. She wants bilateral salpingectomy only. Even if there are some essure remains in the uterus, as long as it is not a lot, she does not want a hysterectomy. If the pain does not subside, the possibility of a hysterectomy would be considered at a later time; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal persistent pain upon abdominal palpation, no signs of peritoneal irritability, date of last period: today physician prescribe oral analgesia, intravenous, on demand. Last bowel movement was 2 days ago, complains of discomfort, diet rich in fibre; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure .vital signs are normal. She feels better, although her baseline pain persists. At the time, pain is controlled with oral analgesia. She does not want to undergo a hysterectomy during the same surgery even if the persistence of essure fragments is verified [ultrasound abdomen] on (B)(6) 2018: study limited due to poor acoustic window. Liver with increased echogenicity of blunted edges, in relation to hepatic steatosis. Kidneys of normal size with no assessable changes in the echostructure, without dilatation of the excretory tract stone-free thin-walled gallbladder. Poor bladder repletion. Endometrium of approximately 8 mm. Right ovary with globular morphology of approximately 2.8 x 3.7 cm with follicles. We were unable to demonstrate fluid, although the study is limited. Gynaecological assessment is recommended, due to intense pain on palpation during exploration in said location. Left ovary of small size. No free fluid is observed. Although it is not observed in the caecal appendix, no indirect signs of acute apendicitis are found. [Ultrasound scan vagina] on (B)(6) 2014: both implants are confirmed to be normally inserted. Annexes normal; on (B)(6) 2018: anteverted uterus with an 8 mm homogeneous endometrium. Normal ovaries, no free fluid; on (B)(6) 2018: anteverted uterus, with a 12-mm endometrial cavity length with a proliferative appearance, a 37x22 mm right ovary with fluid inside. Left ovary is normal. No adnexal masses. No free fluid [urine analysis] on (B)(6) 2018: urine sediment normal [x-ray of pelvis and hip] on (B)(6) 2018: prefers observation if it is found that the devices have not been completely removed. An intraoperative abdominal x-ray was performed, reported as essures are not visualized in the right hemipelvis; on (B)(6) 2019: radiopaque images in the pelvis were not described, and she was discharged; on (B)(6) 2019: there was no description of any radio-opaque images in the pelvis and she wasdischarged concerning the injuries reported in this case, the following ones were described in patient medical records menstruation irregular, intermenstrual bleeding, prolonged heavy periods, overweight, amenorrhea, suprapubic pain, weight gain, breast tenderness, genital bleeding, pelvic pain female, discomfort, numbness of lower extremities, premenstrual syndrome, abdominal pain lower, vomiting. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("chronic abdominal pain") in a 36 year-old female patient who had essure inserted for female sterilisation and permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of myasthenic syndrome (which was finally ruled out and labelled as a probable psychosomatic aetiology . The last consultation for said pathology is dated (B)(6) 2015) in 2009, menarche (at 11 years-old) in 1991 and abortion, parity 2 and multi gravida (3 pregnancies). Denies drug allergies. Previously administered products included: iud nos. As concurrent condition the report mentioned trigeminal neuralgia since 2014. Concomitant products included dexketoprofen since (B)(6) 2018, tramadol for abdominal pain since (B)(6) 2018 with a previous dosage regimen since (B)(6) 2018, nolotil [metamizole magnesium] for abdominal pain since (B)(6) 2018 with 2 previous dosage regimens between and (B)(6) 2018, enantyum (dexketoprofen trometamol) for abdominal pain and abdominal pain since (B)(6) 2018 with 3 previous dosage regimens between and (B)(6) 2018, dolantine (pethidine hydrochloride) for abdominal pain since (B)(6) 2018, primperan (metoclopramide hydrochloride) for abdominal pain and abdominal pain since (B)(6) 2018 with 2 previous dosage regimens between and (B)(6) 2018, analgesics for abdominal pain from (B)(6) 2018 to (B)(6) 2018, metamizol [metamizole] for abdominal pain since (B)(6) 2018, buscapina [hyoscine butylbromide] for abdominal pain since (B)(6) 2018, fortecortin [dexamethasone] for abdominal pain since (B)(6) 2018, omeprazole for abdominal pain since (B)(6) 2018, utrogestan (progesterone) for amenorrhoea since (B)(6) 2017, paracetamol for abdominal pain and espidifen (ibuprofen arginine) for abdominal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 742 days after essure insertion, she experienced overweight ("overweight"). In 2016 she experienced abdominal distension ("abdominal swelling"), adnexa uteri pain ("pain in ovarian fossa"), suprapubic pain ("suprapubic pain that did not diminish with analgesics / suprapubic discomfort"), heavy menstrual bleeding ("long cycles and bleeding for more than 7 days / heavy and prolonged bleeding"), intermenstrual bleeding ("intermenstrual bleeding"), menstruation irregular ("menstrual irregularity over the last months"), discomfort ("discomfort") and a first episode of hypoaesthesia ("numbness in lower limbs"). On (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required). In (B)(6) 2018 she experienced premenstrual syndrome ("premenstrual syndrome"). On (B)(6) 2018 she experienced vomiting ("vomiting"), nausea ("nausea"), pelvic pain ("pelvic pain") and abdominal pain lower ("abdominal pain above the pubis and in both iliac fossae"). On (B)(6) 2018 she experienced bowel movement irregularity ("bowel movement"). Essure was removed on (B)(6) 2018. An unknown time later she experienced muscular weakness ("weakness in lower limbs"), a second episode of hypoaesthesia ("numbness in legs"), breast discomfort ("breast tension"), paraesthesia ("paresthesias"), coital bleeding ("post coital bleeding"), breast tenderness ("breast tenderness") and genital haemorrhage ("irregular and abundant bleeding") and was found to have weight increased ("weight gain"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics as well as surgery (essure removal, laparoscopy and bilateral salpingectomy on (B)(6) 2018). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amenorrhoea, breast tenderness, discomfort, genital haemorrhage, heavy menstrual bleeding, the first episode of hypoaesthesia, the second episode of hypoaesthesia, intermenstrual bleeding, menstruation irregular, muscular weakness, overweight, pelvic pain, premenstrual syndrome and suprapubic pain to be related to essure administration. No causality assessment was received for essure with regard to weight increased, breast discomfort, vomiting, nausea, bowel movement irregularity, paraesthesia or coital bleeding. The reporter commented: essure inserted on (B)(6) 2014. Surgical protocol without incidentes. On (B)(6) 2018 withdrawal of intravenous analgesia. On (B)(6) 2019 the patient is under follow-up by a multidisciplinary team where she is being followed up periodically and treated with hypnotherapy, with a plan of periodic sessions, with a good response for the time being. On (B)(6) 2018, she is assessed in the pre-surgical consultation where the patient opts for observation in the case the complete extraction of the right hemipelvis essure devices is verified in the operating room. The left hemipelvis cannot be assessed, so it is recommended the study be repeated: once again, she came in to the post-hospitalisation consultation on (B)(6) 2019 where a new abdominal x-ray was requested and on (B)(6) 2019 she came in to check the results of the x-ray: there is no description of any radio-opaque images in the pelvis and she is discharged. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose ( 73- 100 mg/dl)] on (B)(6) 2018: 126 mg/dl; on (B)(6) 2018: 11 mg/dl [blood pressure measurement] on (B)(6) 2018: 131/91 [blood test] on (B)(6) 2016: normal results; on (B)(6) 2018: normal haemogram, biochemistry, and coagulation [body temperature] on (B)(6) 2018: 36.6 [eosinophil count ( 1- 7 %)] on (B)(6) 2018: 0.5 % [gynaecological examination] on (B)(6) 2018: abdomen: soft and depressible, pain upon palpation in both iliac fossae as well as on the suprapublic region, which radiates to the back. Positive bilateral costovertebralangle tenderness. Normal external genitalia. Speculoscopy: cervix epithelium is well-formed, leukorrhoea of normal appearance. Vaginal examination: posterior cervix, long, uneffaced, pain on palpation of the posterior vaginal wall. No pain upon cervical motion. Difficult examination due to voluntary contraction of the pelvic muscles. Transvaginal ultrasound: anteverted uterus, with a 12-mm endometrial cavity length with a proliferative appearance, a 37x 22 mm right ovary with fluid inside. Left ovary is normal. No adnexal masses. No free fluid [haemoglobin ( 3.8- 4.8 million per microlitre)] on (B)(6) 2018: 4.92 million per microlitre; on (B)(6) 2018: 5.11 million per microlitre [heart rate] on (B)(6) 2018: 125 beats/min [imaging procedure] on (B)(6) 2014: radiological test essure norm opposition [lymphocyte count ( 20- 44 %)] on (B)(6) 2018: 13.9 % [neutrophil count ( 40- 75 %)] on (B)(6) 2018: 79.3 % [oxygen saturation] on (B)(6) 2018: 99 % [pathology test] on (B)(6) 2018: diagnosis right salpingectomy: fallopian tube with minimal focal chronic inflammation without other relevant alterations. Left salpingectomy: fallopian tube without relevant alterations. Clinical data essures. Bilateral salpingectomy. Macroscopic description 1. Right tube: salpingectomy piece that is integral and measures 4.9 x 0.9 cm, with normal macroscopic characteristics. In the same container, two pieces of metallic material are received, one of them elongated measuring 17 cm in length with a thickness of less than 0.1 cm. The other metal piece measures 3.5 cm and is spring-shaped. 2. Left tube: salpingectomy piece that is integral and that presents maximum dimensions of 6 x 0.6 cm, without observing relevant macroscopic alterations. In the same container, three metallic pieces are received, one of them elongated measuring 10.5 cm in length with a thickness less than 0.1 cm. Two spring-shaped metallic structures measuring 2.5 and 1.8 cm, total inclusion of the fallopian tube is performed. [Pregnancy test] on (B)(6) 2018: negative [smear test] on (B)(6) 2016: without incidents [specialist consultation] on (B)(6) 2018: she reporting suprapubic discomfort, weight gain, breast tension, irregular and abundant bleeding, symptomsthat worsen before menstruation. She was referred for a consultation assessment by gynaecology specialists; on (B)(6) 2018: abdominal pain for two years, more intense since saturday. Analgesia at home with buscapina and nolotil, which usually provide relief, except when vomiting. Today she experienced nausea and an episode of vomiting in the morning. No changes in her bowel habits. No micturition syndrome. In emergency care, analgesia was administered without pain relief (intravenous nolotil, 1 ampoule dolantina + 1/2 ampoule intravenous enantyum, intravenous primperan; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Good general condition, normal vital signs, soft abdomen. Controlled pain with analgesia. Withdrawal of intravenous analgesia and prescription of enantyum every 4 hours, alternating with nolotil every 4 hours; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal. Pain has worsened since switching to oral analgesia, she has not requested intravenous quick relief analgesia (she has a prescription for oral analgesia and intravenous quick relief medicinal product). Tender abdomen, tenderness on deep palpation, no signs of peritoneal irritability; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal. Patient reports feeling contraction-like suprapubic pain that radiates to both renal fossae. Pain does not improve with oral treatment. She took nolotil at 11.00 p.m. Yesterday and ibuprofen at 6.00 a.m. She reports taking another pill plus the quick relief pill. Pain improved upon intravenous treatment on admission (dexketoprofen and tramadol). At home, the patient took 2 nolotil pills and 1 buscapina every 8 hours alternating with espidifen every 8 hours. Examination: soft, depressible abdomen, painful on deep palpation. Negative for blumberg's sign. Plan: I prescribe intravenous dexketroprofen and paracetamol again; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient carrying essure. Vital signs are normal she is receiving intravenous analgesia and reports that she is fine: with chronic pain but the one she usually has, the acute pain has subsided. Phisicinan propose to stop the intravenous analgesia until tomorrow. Phisicinan explain to her the possibility of surgery with intraoperative abdominal x-ray and, depending on whether there is a fragment of essure left, there are two possibilities: observation or hysterectomy during that very surgery. She will consider it; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal she is receiving intravenous analgesia and reports that she is fine at night, during the day she needs it every 4 hours. She reports feeling the most pain during walking. She wishes to continue with intravenous analgesia. Physician explain to her that she must switch to oral medicinal product in order to be discharged. She wishes to stay until monday to try to set a date for surgery. She wants bilateral salpingectomy only. Even if there are some essure remains in the uterus, as long as it is not a lot, she does not want a hysterectomy. If the pain does not subside, the possibility of a hysterectomy would be considered at a later time; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure. Vital signs are normal persistent pain upon abdominal palpation, no signs of peritoneal irritability, date of last period: today physician prescribe oral analgesia, intravenous, on demand. Last bowel movement was 2 days ago, complains of discomfort, diet rich in fibre; on (B)(6) 2018: abdominal pain not controlled with analgesia in a patient with essure .vital signs are normal. She feels better, although her baseline pain persists. At the time, pain is controlled with oral analgesia. She does not want to undergo a hysterectomy during the same surgery even if the persistence of essure fragments is verified [ultrasound abdomen] on (B)(6) 2018: study limited due to poor acoustic window. Liver with increased echogenicity of blunted edges, in relation to hepatic steatosis. Kidneys of normal size with no assessable changes in the echostructure, without dilatation of the excretory tract stone-free thin-walled gallbladder. Poor bladder repletion. Endometrium of approximately 8 mm. Right ovary with globular morphology of approximately 2.8 x 3.7 cm with follicles. We were unable to demonstrate fluid, although the study is limited. Gynaecological assessment is recommended, due to intense pain on palpation during exploration in said location. Left ovary of small size. No free fluid is observed. Although it is not observed in the caecal appendix, no indirect signs of acute apendicitis are found. [Ultrasound scan vagina] on (B)(6) 2014: both implants are confirmed to be normally inserted. Annexes normal; on (B)(6) 2018: anteverted uterus with an 8 mm homogeneous endometrium. Normal ovaries, no free fluid; on (B)(6) 2018: anteverted uterus, with a 12-mm endometrial cavity length with a proliferative appearance, a 37x22 mm right ovary with fluid inside. Left ovary is normal. No adnexal masses. No free fluid [urine analysis] on (B)(6) 2018: urine sediment normal [x-ray of pelvis and hip] on (B)(6) 2018: prefers observation if it is found that the devices have not been completely removed. An intraoperative abdominal x-ray was performed, reported as essures are not visualized in the right hemipelvis; on (B)(6) 2019: radiopaque images in the pelvis were not described, and she was discharged; on (B)(6) 2019: there was no description of any radio-opaque images in the pelvis and she wasdischarged concerning the injuries reported in this case, the following ones were described in patient medical records menstruation irregular, intermenstrual bleeding, prolonged heavy periods, overweight, amenorrhea, suprapubic pain, weight gain, breast tenderness, genital bleeding, pelvic pain female, discomfort, numbness of lower extremities, premenstrual syndrome, abdominal pain lower, vomiting. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: medical record received and the follow information were included physician's reporter, medical history, lab data, concomitant product, reported event menstrual irregularity complemented with over the last months, onset date on amenorrhea, chronic abdominal pain, new events overweight, breast tenderness, genital bleeding, pelvic pain female, premenstrual syndrome, abdominal pain lower, imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal distension ("abdominal swelling"), adnexa uteri pain ("pain in ovarian fossa"), suprapubic pain ("suprapubic pain that did not diminish with analgesics"), menorrhagia ("long cycles and bleeding for more than 7 days / heavy and prolonged bleeding"), metrorrhagia ("intermenstrual bleeding"), menstruation irregular ("menstrual irregularity"), discomfort ("discomfort") and hypoaesthesia ("numbness in lower limbs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), amenorrhoea ("amenorrhea") and muscular weakness ("weakness in lower limbs"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics and surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension, adnexa uteri pain, suprapubic pain, menorrhagia, metrorrhagia, amenorrhoea, menstruation irregular, discomfort, hypoaesthesia and muscular weakness outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amenorrhoea, discomfort, hypoaesthesia, menorrhagia, menstruation irregular, metrorrhagia, muscular weakness and suprapubic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: radiological test essure norm opposition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.